Event description:
It was reported by service report that the siderail assembly is broken and there were sharp edges. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Exposed sharp edges on the siderail assembly.